Manufacturer narrative:
Sensory medical has made seven (7) attempts to obtain relevant information for the investigation. The parent did not provide the requested information (order #, lot code, date bed was received, phone #, and whether the customer is in possession of the user manual), other than restating that she had not received the padlocks or s-clips and that her child was not injured. No order number or other identifying product information was provided and therefore manufacturing records were unavailable to be reviewed. Warnings are addressed in pack80020 v1.0 cubby bed user manual. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. Page 3 contains a warning "you are responsible for providing adult supervision when using this product." Page 3 contains a warning "do not use the product if any parts are missing, damaged, or broken" page 5 contains a parts list, which includes the locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 12 instructs to secure the cloth cover to the canopy using the included locks. Page 15 explains the key safety feature of the bed. The locks are provided to secure your safety sheet to the canopy and to secure your technology hub (or cloth cover if you're not using the technology hub) to the canopy. The s-clips are included to secure the canopy door zippers closed to prevent user elopement. Page 22 of the user manual, maintenance checklist, describes to discontinue use of the bed if anything is damaged or missing sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no injury as a result of the event.

Event description:
Per the parent, the child is able to unzip the safety sheet and the doors and elope from inside of the bed. There is no injury reported as a result of the event. The parent stated that they did not receive the safety padlocks or s-clips and was unaware of the requirement to use these safety features. There was no injury as a result of the event.